Event description:
Subject had a sarcoma removed from the left thigh in (B)(6) and had an activ.a.c. Placed over the wound. Scene pictures show abundant blood loss in the bathroom and bedroom (soaking the carpet). Subject was found dead by wife upon return from work in the afternoon. At autopsy, blood-soaked towel wrapped around the leg, abundant blood clots under the dressing, very little blood (10 cc) retrievable from the heart, and activ.ac. Full of blood. He bleeds from the wound approximately 200 cc on (B)(6) and was managed at the ER.